Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during surgery the pulse generator exhibited no sensing. Once outside the pocket the device exhibited normal behavior. An attempt was made to reinsert the device and again no sensing. The device was subsequently replaced.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain and low atrial lead impedance. The reported loss of sensing was due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Event description:
Boston scientific crm received information that one day after the implantation of this right ventricular defibrillation lead, the patient developed a pocket hematoma. The pocket was treated and the patient was discharged. Several days later, the patient returned to the hospital for another pocket hematoma and infection. The pocket was revised and antibiotics were administered. However, the infection persisted and the system was then completely explanted and replaced with competitor's products on the opposite side from the initial implant. No other adverse patient effects were reported.